Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The manufacturer¿s international service technician reported the touchscreen malfunction. There was no patient involvement.

Manufacturer narrative:
Date of report: 22jul2019. Date received by manufacturer: 12jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported the touch screen malfunction issue. The manufacturer¿s field service engineer (fse) confirmed that the panel buttons reacted poorly when they were operated. Moreover, it was confirmed as well that a significant deviation of coordinates had calibration performed incorrectly. To resolve the phenomenon, the touch screen has been replaced. Overall check and the run in test have determined the device will work properly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 27sep2019. Date of report: 30sep2019. The touch screen was returned for failure investigation. It was discovered that the resistance was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.